Event description:
The device has been explanted due to a suspected infection. According to the clinic there has been a biofilm that led to the explantation. The user was explanted an re-implanted with a new device on the contra-lateral ear on (B)(6) 2020.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected because according to the recipient report the device was explanted due to an retroauricular abscess. Even though biofilm formation was reported, no evidence of it could be provided yet. Abscess formation with fistula might also be the result of mastoiditis. However, due to the lack of information, no conclusion regarding the contributory factors of infection can be drawn yet. Furthermore a review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of the infection. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device has been explanted due to a suspected infection. According to the clinic, there has been a biofilm that led to the explantation.